Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip ntr/xtr is indicated for significant symptomatic mitral regurgitation (mr) due to primary abnormality of the mitral apparatus [degenerative mr]. In this case, the device was used for a tricuspid valve procedure. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin leaflets) and procedural conditions (poor image resolution). The reported patient effect of tricuspid regurgitation was due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent tricuspid regurgitation and single leaflet attachment. It was reported that on (B)(6) 2018 this was a tricuspid procedure to treat grade 4 tricuspid regurgitation (tr). One mitraclip was implanted off label on the tricuspid valve's anterior and septal leaflets reducing tr to grade 1-2. The next day, on (B)(6) 2018, the mitraclip was only attached to a single tricuspid leaflet and tr was grade 4. Another tricuspid procedure with the mitraclip will be performed in a couple of weeks to treat the tr. No additional information was provided.